Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Evaluation method: biocompatibility testing to iso (B)(4) was successfully conducted on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012, a (B)(6) female patient contacted zoll customer support to report that she was developing a rash under the electrode belt's therapy electrode (te) pads. She reported that the areas were red, raw and itchy and that the skin was peeling. The patient reported that pain and the rubbing away of her skin continues when she used hydro-cortisone cream. The patient continued to wear the lifevest. It is unknown whether the patient required medical intervention. The clinical outcome of the skin irritation is unknown.